Event description:
Home infusion nurse reports curlin pump is displaying lithium-ion battery issue error and despite changing c batteries, pump would not work. Nurse infused via gravity. No other information provided.